Event description:
Pentax medical was made aware of an event that occurred after reprocessing in the united states. The reported complaint that there endoscope was cultured at the facility and it came back positive, involving the pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4) . Environmental culture preliminary reports from (B)(6) 2020 sampling collection were provided to the user facility on (B)(6) 2020 testing identifying stenotrophomonas maltophilia, gram negative rods. Note: further studies sill in progress. The customer owned duodenoscope was received by pentax medical for evaluation on 21-sep-2020. The duodenoscope was inspected by pentax medical a service repair technician under service order (B)(4) and documented the following inspection findings on 24-sep-2020: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, primary operation channel resistance, right/ left brake knob markings faded, lightguide connector root brace cut, distal tip annual maintenance, passed dry leak test, lightguide prong cover glass set loose, passed wet leak test, middle lcb distal cover glass glue is missing, insertion tube bump at end of root brace, distal cap/ case cracked, fluid invasion not observed in control body, fluid invasion not observed in pve, connector, insertion tube mild discoloration at stage 2, insertion tube mild discoloration at stage 1, prism glass glue missing, segment compressed. The duodenoscope underwent repairs including the following components: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, o-ring(0.5x1.3) imp-1, o-ring (1.8x19.8). The video duodenoscope is currently awaiting organic resampling and final qc approval as of 09-oct-2020. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 24-mar-2016. The investigation is currently in process as of 09-oct-2020.

Manufacturer narrative:
Evaluation summary: after reprocessing at the site, a culture test was performed and confirmed stenotrophomonas maltophilia, a gram-negative rod. The product was then sent to pentax and the following findings were found distal cap - failed fixed type epoxy seal integrity test, operating channel - primary slicing by accessory, primary operating channel resistance, right/left brake knob markings faded, light guide connector route brace cut, distal tip annual maintenance, dry leak test passed, light guide projection cover glass set loose, wet leak test passed. Intermediate lcb distal cover glass adhesive missing, insertion tube bump at root brace end, distal cap/case cracked, no liquid infiltration noted on control body, no liquid infiltration noted on pve, minor discoloration on connector, insertion tube stage 2, minor discoloration on insertion tube stage 1, prism glass adhesive missing, and segment compression. It is assumed that a combination of the above findings were related and that the reprocessing process was not fully implemented. It was noted in the DHR that all required inspections were passed and released.